Manufacturer narrative:
The devices, used in treatment, were returned for evaluation. A visual inspection of the product confirms the stated failure mode. The tip of the diamond knurled end of the shaft has broken off, causing the device to be unserviceable. The broken piece is not returned. The t8 linear the tines at the end of the device is twisted, also the device have nicks and scratches in the metal. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. These devices are reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that after surgery the device was found broken. No impact to patient.